Event description:
The pt was admitted to the hospital with a diagnosis of painful left groin mass, probable incarcerated, possibly strangulated left hernia. Pt was found "to have an infected prosthesis with the reservoir of the prosthesis in the pelvis having ruptured and causing an abscess in the pelvis". The reservoir and part of the tubing were removed.